Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). Initial reporter fax: (B)(6). This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was leaking from the foley catheter valve. In the operating room, after attaching a syringe to the valve section and applying pressure, when removed the syringe, fluid flowed back from the valve.

Manufacturer narrative:
The reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Correction: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was leaking from the foley catheter valve. In the operating room, after attaching a syringe to the valve section and applying pressure, when removed the syringe, fluid flowed back from the valve.